Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 08 (motor controller fault detected) error message immediately upon powering on. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 08 (motor controller fault detected) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 08 was the drivetrain motor failure, likely due to wear and tear. The autopulse platform was manufactured in jan. 2014 and is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the platform found both head restraint wires were cut/broken off and two missing shoulder screws, unrelated to the reported complaint. The damaged head restraints do not render the autopulse platform non-functional. The likely root cause for the damages is due to mishandling, however, contribution from wear and tear, due to the age of the device, cannot be ruled out. The top cover and screws will be replaced to remedy the damage. A review of the archive data showed (ua) 08 error messages; thus, confirming the reported complaint. Functional testing failed due to the (ua) 08 error message that was displayed after the platform performed a few compressions: thus, confirming the reported complaint. The drivetrain motor will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).